Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "after the implant was delivered to the sterile field, the scrub tech was unable to remove the rubber sleeve from the distal end of the stem. The surgeon used a scalpel and forceps to remove the sleeve. This added additional anesthesia time, un-necessary frustration and added risk of injury because they had to dissect the sleeve from the implant."